Manufacturer narrative:
The device was scrapped in error on (B)(6) 2025. We therefore can no longer ship it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The device was returned to our us facility on august 13, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that bipolar loop melted and broke during a procedure. While in use, the product started to arch, and the connector tip melted and broke. There was no patient injury. The surgeon completed the procedure with minimal delay by replacing the product with a new one. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).